Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at south-limburg hospital and was diagnosed with hyperglycemia. The patient's blood glucose levels reached greater than 13.9 mmol/l (> 250 mg/dl) and were no longer measurable due to being so high while wearing the pod between 25 and 36 hours on the back. Symptoms reported include thirst, fatigue, headache, stomach pain, and frequent urination. The patient was treated at the hospital with removing the pod and applying a new pod. The patient was discharged after 5 hours.